Manufacturer narrative:
(B)(4). The service engineer (se) inspected the ventilator and replaced the graphical user interface (gui) printed circuit board (pcb). The ventilator passed all the required testing.

Event description:
It was reported that the ventilator had a loss of communication issue. There was no patient connected to the device at the time of the event.